Event description:
A healthcare professional reported bilateral rupture on the left side. Mammography and ultrasound showed "possible intracapsular bilateral rupture. Palpable nodular formation on the left, anatomical prostheses placed in the submuscular area on both sides. On the left, linguine signs are reported, indicative of intracapsular rupture. On the left, there are areas of altered signal of linear morphology with suspicious signal characteristics for siliconomas¿ the device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule : unable to observe as it is a medical event that is not related to the device. Additional observations: red biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported bilateral rupture on the left side. Mammography and ultrasound showed "possible intracapsular bilateral rupture. Palpable nodular formation on the left, anatomical prostheses placed in the submuscular area on both sides. On the left, linguine signs are reported, indicative of intracapsular rupture. On the left, there are areas of altered signal of linear morphology with suspicious signal characteristics for siliconomas¿ the device has been explanted.

Manufacturer narrative:
Additional h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma.

Event description:
A healthcare professional reported bilateral rupture on the left side. Mammography and ultrasound showed "possible intracapsular bilateral rupture. Palpable nodular formation on the left, anatomical prostheses placed in the submuscular area on both sides. On the left, linguine signs are reported, indicative of intracapsular rupture. On the left, there are areas of altered signal of linear morphology with suspicious signal characteristics for siliconomas¿ the device has been explanted.